Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including all discharge related testing; a 30j test into a test shorting plug and discharge testing done at both minimum and maximum settings into a simulator without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.